Event description:
It was reported to boston scientific corporation that an wallflex esophageal partially covered stent system was used during a stent implantation procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for esophageal cancer. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, when attempting to deploy the stent, the shaft bent and the stent could not be fully deployed. The stent was fully reconstrained and the device was removed from the patient. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Based on the device analysis, which indicates that the stent was received partially deployed, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent deployment issue (partial deployment). A visual examination of the returned device found that the stent was partially deployed by 85 mm. It was noted that the stent had been moved distally off the distal end of the shaft so it was located approximately 60 mm distal to the distal end of the tip. The catheter was kinked at approximately 250 mm proximal to the distal tip. The shaft was kinked at approximately 250 mm distal to the distal end of the handle. During analysis, it was possible to fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. The inner shaft was kinked at 245 mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.